Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose in (B)(6) 2016 with unknown blood glucose levels at the time of the incident. The caller stated that a step was skipped in the process of setting up the customer on their new pump. The customer was not instructed to remove their old pump so they ended up getting double doses of insulin from the 2 pumps. The customer totalled vehicles as a result of a vehicle accident related to the over dose. The caller declined to provide further details as they would call back. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.